Event description:
It was reported via repair work order that the base was leaning/tilted due to a bent main base xframe. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.